Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The prestataire reported the patient developed an appearance of pruritus, mild reaction erythematous, vesicular, dry and pigmented skin. The healthcare facility contacted the manufacturer/supplier and was sent dressings to prevent contact between the pump and the skin (thigh or abdomen). Some of the plasters were not well tolerated and was prescribed betamethasone ointment for treatment. Patch tests were performed in the dermato-allergology department of chu saint eloi montpellier on (B)(6)2025. The dexcom g6 and omnipod 5 adhesive were tested and came back negative. Test results after 72 hours read positive for butylacrylate 0.1% (acrylates battery)/linalool 0.5%/linalool 1% /limonene 0.3%/colophane-pentalyn (hydrogenated rosin ester)/sparadrad violet mysweetstitch/ hexandiol diacrylate 1.6%. The patient was hospitalized and discharged after 3 days.